Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction was updated on 12/8/2023. It was reported that an unspecified issue occurred. On 8/28/2023, it was reported by the healthcare provider that the patient was readmitted to hospital due to diabetic ketoacidosis. It was not specified what the issue was with the dexcom product, there was possible malfunction with the insulin pump and/or the continuous glucose monitor (cgm). According to the report, the patient who is a 46-year-old and a female (as per reporter, patient refused to provide info identifiers). The reporter was unable to provide other info/details. There were reportedly no cgm readings provided at the time of event. There was no blood glucose (bg) reading taken in comparison to the cgm and no patient symptoms were documented. At the time of the report, the patient was out of the hospital and been discharged. Of note, the patient uses a tandem pump and there was insulin pump and dexcom malfunction. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2023, it was reported by the healthcare provider that the patient was readmitted to hospital due to diabetic ketoacidosis. It was not specified what the issue was with the dexcom product, there was possible malfunction with the insulin pump and/or the continuous glucose monitor (cgm). According to the report, the patient who is a 46-year-old and a female (as per reporter, patient refused to provide info identifiers). The reporter was unable to provide other info/details. There were reportedly no cgm readings provided at the time of event. There was no blood glucose (bg) reading taken in comparison to the cgm and no patient symptoms were documented. At the time of the report, the patient was out of the hospital and been discharged. Of note, the patient uses a tandem pump and there was insulin pump and dexcom malfunction. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.